Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and noticed the customer had not replaced electrodes since (B)(6) 2024. The fse replaced all electrodes (sodium, potassium, chloride) to resolve the issue. The fse performed post service verification and verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported two (2) patients had low sodium and high chloride results due to low anion gap values on their cell 1 of au5800 clinical chemistry analyzer. The customer did not release the initial results out of the laboratory. The customer repeated the samples on another au analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.